Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the device shows it is deployed. The suture was not available; also the snare line was reeled out and broken. There are no manufacturing abnormalities found on the returned device. The complaint was verified but the root cause could not be determined with confidence. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: there may have been misalignment of the device when inserting bend and applying excessive torque could cause damage to the implant. The instructions for use (IFU) was reviewed and determined to have precautionary statements and instructions in regards to the use of the device to avoid damage and non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure, anchor was set and when the thread was being tightened, it jumped off. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the device shows it is deployed. The suture was not available; also the snare line was reeled out and broken. There are no manufacturing abnormalities found on the returned device. The complaint was verified but the root cause could not be determined with confidence.